Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 3am. The patient reported readings of ¿380 and 540mg/dl¿ were obtained on the lfs meter compared to ¿20 and 40mg/dl¿ respectively on an emergency medical technician (emt) hand held meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at an unknown time she developed symptoms of feeling ¿sweaty.¿ the patient reported on (B)(6) 2013 she was treated with glucose tablets by the emt. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement and an approved sample site for testing. The patient was found to be using the correct testing steps. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims she obtained severely high blood glucose readings, developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.